Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable roche diagnostics elecsys tg ii results for 1 patient sample on a cobas 6000 e601 module. The initial tg result was 1.28 ng/ml. The sample was repeated and the result was >500 ng/ml. A 1:10 dilution was made of the sample and repeated and the result was 954.3 ng/ml. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The calibration and qc recovery data provided was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The root cause of the event was found to be consistent with pre-analytical sample handling issues.